Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) nub is damaged. Performed power-up process and nda (no disposable attached) tests. The customer's reported problem of "device is double beeping" was duplicated. The root cause is the damaged dso nub. Replaced the dso to correct the issue. Cadd legacy. Device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was double beeping. The event occurred during testing. There was no patient involvement.